Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, oversensing due to noise were noted on the right ventricular lead. The noise was reproducible in real time. Diagnostic imaging was performed and the lead was noted to be damaged. Lead revision is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient will continue to be monitored.